Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted, but has not been received for investigation yet.

Event description:
The user reported a decrease in hearing performance with the device, especially in noisy situations. As per audiologist the user still has access to sound. The user experienced pain on the ear a while ago, which was resolved without any intervention. It is unknown if this pain was related to the implant. No further reports of pain were made after this event. There is no accident or trauma reported. The user was re-implanted on (B)(6) 2019. Despite requested, the device could not be retrieved for investigation.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user reported a decrease in hearing performance with the device, especially in noisy situations. As per audiologist the user still has access to sound. The user experienced pain on the ear a while ago, which was resolved without any intervention. It is unknown if this pain was related to the implant. No further reports of pain were made after this event. There is no accident or trauma reported. The user was re-implanted on (B)(6) 2019.

Manufacturer narrative:
According to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. No information on possible further steps has been received yet.

Event description:
The user reported a decrease in hearing performance with the device, specially with noisy sounds; as per audiologist the user still has access to sound. The user experienced pain on the ear a while ago, which was resolved without any intervation. It is unknown if this pain was related to the implant. There is no accident or trauma reported. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported a decrease in hearing performance with the device, specially with noisy sounds; as per audiologist the user still has access to sound. The user experienced pain on the ear a while ago, which was resolved without any intervention. It is unknown if this pain was related to the implant. No further reports of pain were made after this event. There is no accident or trauma reported. Re-implantation is considered.